Event description:
Reportable based on device analysis completed on 15-jul-2022. It was reported that balloon damage occurred. The patient presented with peripheral arterial disease. The target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 12-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the procedure, a kink was noted on the balloon itself. The device was removed and the procedure was completed with a non-boston scientific balloon. No patient complications were reported. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
A xxl device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 2mm proximal from the distal markerband. The rated burst pressure for this device is 8 atmospheres. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.